Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete. Device not returned to manufactuer.

Event description:
It was initially reported that during operating procedure, the cuff inflated holding pressure, then alarmed battery failure. It was connected to ac and the lights were working on the machine and the wall, confirming power. The battery alarm was still alerting and would not turn off. The unit was turned off and the cuffs were disconnected. When turned on again, the battery alarm was still activated with pressure at 100. The surgery was completed using an alternate device, wherein blood at the wound site was observed. An additional surgery was required, wherein the skin was cut and the surgery was abandoned during carpel tunnel release. No additional clinical information was received prior to this report.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR. The device was manufactured around april of 2005 and has no repair history at zimmer surgical or zimmer (B)(4) since july 2011. Customer returned an ats 750, serial number (B)(4), to zimmer (B)(4) for evaluation. The age of the battery was not documented. Prior to repair, the unit passed burn, leak and power battery time testing per zpo 7.1556. Repair of the device included replacement of the battery. The reported event was not reproduced during testing and the age of the battery is unknown. The customer should be aware of the label of the unit that states, ¿keep power cord plugged in. Battery only for use during power emergency or temporary patient transport.¿ the device was repaired and returned to the customer.